Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 200 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer troubleshoot was performed. The customer was advised to insulin pump will need to be replaced and to refer to the backup plan. The insulin pump will be returned for analysis.